Event description:
Essure implants were placed (B)(6) 2010. I was diagnosed with hashimoto's thyroid disorder on (B)(6) 2011. Immediately after placement and years following I experienced abdominal and low back pain, chronic inflammation and muscle tension that my dr. Said could not be caused from essure. I've dealt with these issues for years. Within 2 months of placement of the devices, I no longer got my period and went into menopause at (B)(6). (B)(6) 2017 I was experiencing abnormal abdominal pain, went in for imaging and discovered that my right coil had migrated out of my fallopian tube and was loose in my abdomen. I had both coils removed along with my fallopian tubes yesterday, (B)(6) 2017. I don't feel that I or my dr were informed of all of the possible side effects of this product. This was offered to me as a drug free option for birth control and had I known possible side effects I would ve never chose this.